Manufacturer narrative:
The UDI number was provided.

Manufacturer narrative:
The customer reported an event involving the use of the sara plus active floor lift with the assistance of a physiotherapist. Following the information provided, the patient fell out of the device during the transfer. No injury was reported. The customer informed that the rear brake castors cannot be locked and the lift moved despite the brakes being engaged. After the event, the device was inspected by an arjo representative who confirmed the castor brake malfunction. Also, the visual inspection revealed that brake castors had scratching. The castors were replaced. The instruction for use for the sara plus device contains information in what situation the castor brakes should be used. There is information that: "chassiss castor brakes:-the chassis rear castors have brakes which can be foot operated if required for example, when leaving the patient unattended, or to keep the sara plus in the position." Moreover the instruction for use contains section user inspection which indicate that castors' brakes should be checked regularly by the caregivers. The instruction for use stated that: "a general visual inspection of all extreme parts should be carried out, and all functions should be tested for correct operation, to make sure that no adverse damage has occurred during use. Make sure all castors rotate freely and the two rear brakes lock. Where installed, make sure the straight line steering guide locks the rear castor in line." "Warning: if any doubt about the correct functioning of the sara plus, withdraw it from use and contact arjo service department." To sum up, the root cause of the reported event was the improper engagement of the castor brakes by the caregiver, which was not in accordance with the instruction for use. The customer reported that the patient fall occurred due to the castor brakes not being properly locked, leading to unintended movement of the device. In summary, the castor malfunction was found, and from that perspective, the system did not meet its performance specification. The event occurred during the resident's transfer and in that way, the device was involved with the reported incident. The complaint was decided to be reportable based on the allegation that the patient fell out of the device.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient fell out of the device. The event happened at the time when the patient was wearing the sling and the physiotherapist was helping the patient to use our unit.